Event description:
German affiliate reports pt with corneal ulcer od. Location, size, treatment is unk. Info rec'd from complainant was limited and suggested potential serious injury and is being reported as worst case. Eye care provider was on holiday for the mo of august. One sealed blister package from the lot in question was returned. The parameters of the lens were measured and a visual inspection was performed. The lens met co standards for diameter, base curve and center thickness. No visual attributes were observed. There was not enough solution to test for ph and conductivity. The lot history review revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. Based on all available info, no causal factors can be determined and no conclusion can be drawn. If add'l info is rec'd, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly mgmt meetings.

Manufacturer narrative:
Labeled for single use and reuse.